Event description:
Customer called to report observing approximately 5 to 10 milliliters of fluid in the white tray at the bottom of the coulter ac t 5diff cap piercer (cp), which flowed onto the counter underneath the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing had popped off from port 2 of the count syringe to valve 13 and from port 3 to valve 14; the fse also noticed that the instrument displayed drain sensor errors. The fse trimmed and reseated the tubing to repair the leak. The fse also found that valve 10 was sticking, so the fse cleaned and rebuilt the valve. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).